Event description:
Caller reported that a malfunction occurred on the pump after it was dropped from a height of about 18 inches. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and confirmed the shipping details with the customer. The customer was instructed on how to put the pump into storage mode and was informed of the steps to take upon receiving the replacement pump. The problematic pump was to be returned to tandem using a pre-paid label within 10 days, and the customer acknowledged these instructions.